Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 810889) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included ovarian cyst (right) and blood pressure high. Concomitant products included cetirizine hydrochloride, clonazepam (klonopin), lansoprazole (prevacid), naproxen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced mood altered ("frequent changes in mood"). In (B)(6) 2013, the patient experienced depression ("depression"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cyst ("cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic left salpingectomy,hysteroscopic removal of right essure coil , d&c,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, depression and dyspareunia was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, mood altered, dysmenorrhoea, fatigue, weight increased and cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2018: 397 lbs. Approximate weight at the time of essure placement 280 lbs. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Plaintiff was told that the essure was placed successfully ((B)(6) 2011).. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-nov-2018: plaintiff fact sheet received. Event added: frequent changes in mood, abnormal bleeding (vaginal, menorrhagia), depression, dysmenorrhea (cramping), fatigue, weight gain, cysts, dyspareunia(painful sexual intercourse). Event outcome was updated for the event: abdominal pain. Pelvic pain, abnormal bleeding (vaginal, menorrhagia), depression, dyspareunia(painful sexual intercourse). Lab data test result was updated. Reporter information was added. Concomitant drugs and conditions were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 810889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity. Concurrent conditions included ovarian cyst (right). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic left salpingectomy,hysteroscopic removal of right essure coil , d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: consistent with successful tubal ligation. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: reporters, lot number, concomitant condition, lab data added from medical record. Removal date updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 810889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included morbid obesity. Concurrent conditions included ovarian cyst (right). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic left salpingectomy, hysteroscopic removal of right essure coil, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: consistent with successful tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.